Manufacturer narrative:
The unit failed to vibrate during self test. The problem was isolated to vibrator motor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via that the insulin pump had vibrate anomaly. Customer blood glucose level was unknown. Customer also stated that the insulin pump did not vibrate during the vibrate test portion of the self-test. The device will be returned for analysis.